Event description:
It was reported that dr thai attempted to harvest skin grafts from patient. The dermatome would not cut skin on the right side so ended up with a short 2" wide graft. The right side was "skipping." He took an additional strip and the same results. Dr (B)(6)then requested his usual surgical assistant attend the procedure and attempted a third graft, with the exact same results. An air dermatome was tried prior to dr (B)(6) aborting the procedure entirely without completing planned harvest of donor tissue.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.